Event description:
A customer from (B)(6) contacted biomérieux to report the occurrence of misidentification of listeria monocytogenes atcc 19111 and nctc 7973 in association with the vitek® 2 gp ID test kit. Though not qc strains recommended by biomérieux, the customer has internal requirements to test atcc 19111 and nctc 7973 strains. The customer cultivates the strains, into fraser-broth (enrichment) or uvm main-enrichment broth and perform sub-culture on hand-made tsab or horse blood agar, incubate for 24 hours at 35-37°c with co2. This hand-made media is neither recommended nor validated for use by biomérieux, constituting off-label use by the customer. Follow-up testing by the customer using approved tsab media obtained a result of listeria innocua. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the qc strains. Culture submittal was requested by biomérieux for internal investigation. Biomérieux investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following a report of a misidentification of listeria monocytogenes atcc® 19111¿ and nctc 7973 qc strains in association with the vitek® 2 gp ID test kit. Biomérieux internal investigation was conducted. Investigational testing included: - vitek® ms v3 (knowledge base v3.0) to confirm the intended result: obtained excellent identification to the species listeria monocytogenes 99.9% for both qc strains. - vitek® 2 (v7.01) gp ID test kit (customer lot 2420573103, customer lot 2420457403 and random lot 2420571103): all lots tested obtained organism identification to listeria monocytogenes. The organism misidentification reported by the customer was not duplicated. The investigation concluded the vitek® 2 gp ID test kit performed as intended. The discrepant result obtained by the customer was not confirmed.